Event description:
It was reported that a patient underwent an internal fixator procedure on (B)(6) 2013 and suture was used to close the muscle layer. The patient developed a wound infection and required a revision that occurred on (B)(6) /2014. A short time later the patient expired. The date of death is unknown. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that a patient underwent an internal fixator procedure on (B)(6) 2013 and suture was used. On (B)(6) 2014 the patient experienced wound dehiscence with infection. The patient was started on cephuroxime and a revisionary procedure was done at that time. Cultures on (B)(6) 2014 were positive for staph aureus. After surgery the patient underwent wound debridement and vac therapy. The patient developed septic shock with pneumonia. The patient expired on (B)(6) 2014. The official cause of death was listed as respiratory insufficiency, septic shock with pneumonia (B)(4).